Event description:
It was reported that the left ventricular automatic threshold (lvat) test was detected as greater than the programmed amplitude or suspended for this left ventricular (lv) lead resulting in an alert in the remote home monitoring system. Additionally, review of the presenting electrogram (egm) noted this lv lead exhibited loss of capture (loc). Technical services (ts) recommended further review. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This report is being filed to correct the following fields from the previous submitted report. D1: brand name d4: model number d4: lot number d4: catalog number d4: expiration date d4: serial number d4: unique identifier (UDI) # h4: device manufacture date

Event description:
It was reported that the left ventricular automatic threshold (lvat) test was detected as greater than the programmed amplitude or suspended for this left ventricular (lv) lead resulting in an alert in the remote home monitoring system. Additionally, review of the presenting electrogram (egm) noted this lv lead exhibited loss of capture (loc). Technical services (ts) recommended further review. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.